Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 did not close due to defective latch inseparable. A field service engineer (fse) identified that the magnet was missing from the inseparable. The fse powered off the unit, replaced the defective part, and reconnected the unit. After powering it back on, the unit was tested using hardware test application (hta) diagnostics and confirmed to be operational. The functionality was verified with the customer, and the station was returned to service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer failed to stay closed and did not open despite recovery attempts and a hard reset. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.